Event description:
It was reported that the communicator had issues connecting with this pacemaker. Technical services (ts) provided troubleshooting steps, but the issue was not resolved. Ts stated that there was no radio frequency (rf) interference, and the home environment is unlikely to be the cause. Ts suggested the patient to work with the clinic to verify their device's settings. A reprogramming by telemetry is planned. Additional information received indicated that during the follow up visit, this device was found in safety mode. No adverse patient effects were reported.

Event description:
It was reported that the communicator had issues connecting with this pacemaker. Technical services (ts) provided troubleshooting steps, but the issue was not resolved. Ts stated that there was no radio frequency (rf) interference, and the home environment is unlikely to be the cause. Ts suggested the patient to work with the clinic to verify their device's settings. A reprogramming by telemetry is planned. Additional information received indicated that during the follow up visit, this device was found in safety mode. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the communicator had issues connecting with this pacemaker. Technical services (ts) provided troubleshooting steps, but the issue was not resolved. Ts stated that there was no radio frequency (rf) interference, and the home environment is unlikely to be the cause. Ts suggested the patient to work with the clinic to verify their device's settings. A reprogramming by telemetry is planned. Additional information received indicated that during the follow up visit, this device was found in safety mode. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.